Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 seal did not work and maintain pressure that was needed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/26/2024. A visual inspection was conducted. Only the btt was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. An inflation test was conducted. There were no visual defects observed. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the non-return of the harvesting device, the reported failure "failure to cut" was not confirmed. The lot # 3000429093 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Corrected sections: h6 (clinical code and health impact code).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 seal did not work and maintain pressure that was needed. The procedure was completed with a new device. There were no procedure delays. No patient harm or injury reported.